Event description:
End user reported she applied wafer and experienced itching two days later under entire wafer. On removal of wafer she stripped small area of skin under portion of durahesive on wafer; remainder of skin intact non-reddened.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user discontinued use of wafer. She applied stomahesive powder and unknown barrier wipe to small area of skin stripping. End user went back to hollister wafer. It was reported that the area healed within a week. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.